Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the radiofrequency ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during procedure, the sheath hemostatic valve did not stop bleeding when the sheath entered inside the patient. There was air in the syringe when the hemostasis valve was pulled back. The pulse catheter was inside the sheath. It was a slow drip leaking. Air was seen in the sheath. The leaking was noted from the proximal end of the handle. Approximately 50 ml of blood was lost in total. The procedure was cancelled. No patient complications have been reported. The product is not expected to be returned.